Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.